Event description:
It was reported that the intra-aortic balloon (iab) would sometimes was difficult to deliver through the sheath. It had a very tight fit and not always easy or smooth. There was no patient harm or adverse event reported.

Manufacturer narrative:
UDI # is incomplete as the iab model, catalog#, lot #, manufacture date, exp. Date were not provided. If any pertinent information is received in the future, a supplemental report will be submitted. The device was not returned and could not be evaluated. It will not be returned for investigation. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).